Event description:
It was reported the patient experienced a systemic allergic reaction and intervention was required. A request for additional information was made; however, the information could not be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.